Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to the customer¿s blood glucose level. Caller declined further assistance, and no additional corrective actions or outcomes were reported.